Event description:
Complainant alleged that the medics were treating a patient (age and gender unknown) who was in a full code. The medics attached the multi-function electrodes and the multi-function stat padz to the patient and then put the device into manual mode. They delivered the first shock at 200 joules and the second shock at 300 joules. The medics then transferred the patient to a stretcher, and attempted a third shock at 360 joules. The medics allege that the device did not discharge the 360 joule shock, and the device displayed a "check electrode" message. The complainant indicated that the patient subsequently expired, but that the patient outcome was not as a result of the reported malfunction.